Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed a high-pressure alarm. A functional test was performed and the reported issue was not duplicated. The occlusion detection level of the dso sensor was within the standard. The probable cause of the reported issue could be the downstream sensor or cassette. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump stopped and exhibited an alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information received stated that there were no adverse patient health effects. H6 health effects update.